Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue inside the air water channel and black image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: static screen and black image were due to the plug unit not working and fluid invasion inside the scope connector. The most probable cause was traced to a component failure. However, the most probable cause of white residue inside the air water channel was not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a static screen. The issue occurred during a diagnostic endoscopy procedure that was completed using a similar device. The procedure was prolonged by less than 30 minutes. There were no reports of patient harm or injury.